Event description:
A customer in (B)(6) notified biomérieux of misidentification of escherichia coli in association with vitek® 2 gn ID test kit. A patient's urine specimen was tested using chromid® cps® media, which grew burgundy colonies. The customer states there were two type of colonies; therefore, she performed further identification testing with vitek® 2 gn ID test kits. She received an identification of pantoeae at 97% twice. Customer stated that there were no wrong results reported to a physician, incorrect treatment or harm to the patient. There was a delay greater than 24 hours in reporting patient results. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of misidentification of escherichia coli in association with vitek® 2 gn ID test kit. The customer submitted the strain colonies and cards for evaluation. An investigation was performed. A review of quality records confirmed that vitek® 2 gn lot# 2410100103 met final qc release criteria and passed qc performance testing. Testing was performed with vitek® 2 gn cards using two (2) cards of the customer lot (cl : 2410100103) and two (2) cards of a random lot (rl : 2410142103). The cards were tested on both colonies (col1 and col2) from cba and sda subcultures. Test results: col1 : excellent identification to pantoea spp 97% on cl and excellent identification to e.coli 99% on rl , for each media used. Col2 : excellent identification to e. Coli 99% on both card lots tested for each media. The identification expected was confirmed with vitek® ms v3 (knowledge base v3.0) : excellent identification to e. Coli confirmed (99.9%) for both colonies. The misidentification to pantoea spp was duplicated in-house only for the colony 1 with the customer lot. All results were conforming with the random lot. The investigation duplicated the customer results with regards to colony 1 which exhibited atypical growth behavior. The investigation concluded the vitek® 2 gn ID test kit performed as intended.